Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information received from the field representative that this lead was dislodged to the coronary sinus (cs) and was confirmed through x-ray. This lead was explanted and a new lv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.